Manufacturer narrative:
Product ID 377745, lot# v002254, product type lead product ID 377745, lot# v002254, product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37746, lot# serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), product type extension product ID 3708140, serial# (B)(4), product type extension, (B)(4).

Event description:
It was reported that a patient had developed an infection and his implantable neurostimulator had to be explanted. It was stated that in 6 days it would be re-implanted again. Six days later it was reported that the products were explanted and a new system was put into place instead. The patient had great coverage and was doing well after the case. If additional information is received, a follow up report will be sent.